Event description:
The customer reported experiencing a cartridge change error with their insulin pump. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer attempted to correct the high blood glucose by administering an injection manually. They did not require assistance from a third party. Customer was ultimately able to load a new cartridge with the guidance previously provided and resume insulin delivery. Replacement cartridges were sent, and the case was closed.